Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of essure coil had migrated out of her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, colitis, ibd, crohn's, metrorrhagia and ovarian cyst. Concurrent conditions included overweight, paraesthesia, abdominal discomfort, uti, urethral pain, nausea, vomiting, premenstrual dysphoric disorder and kidney stone. Concomitant products included ibuprofen for cramp in lower abdomen, oral contraceptive nos for heavy periods as well as eugynon (levonorgestrel w/ethinylestradiol) from 2013 to 2015. On (B)(6) 2010, the patient had essure inserted. In april 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), rash ("rashes / rashes or skin conditions type: unexplained skin rashes"), urticaria ("hives / rashes or skin conditions type: unexplained hives"), fatigue ("fatigue"), feeling abnormal ("brain fog / neurological conditions or problems type:"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and peripheral swelling ("other injury(ies) or complication (s) please describe: severe swelling of feet"). In december 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced dysuria ("bladder or urinary problems or changes: dysurea"). In december 2012, the patient experienced weight increased ("weight gain"). In june 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced bladder pain ("bladder or urinary problems or changes: bladder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), arthralgia ("joint pain"), the first episode of alopecia ("hair loss"), the first episode of anxiety ("anxiety"), flank pain ("right flank pain"), procedural pain ("painful post-operative recovery"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, rash, urticaria, fatigue, feeling abnormal, flank pain, procedural pain and the last episode of anxiety was resolving, the arthralgia had not resolved and the vaginal haemorrhage, menorrhagia, dysuria, dyspareunia, pelvic pain, weight increased, abdominal distension, peripheral swelling, the last episode of alopecia, bladder pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, bladder pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, flank pain, genital haemorrhage, menorrhagia, pelvic pain, peripheral swelling, procedural pain, rash, urticaria, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of anxiety, the second episode of alopecia and the second episode of anxiety to be related to essure. The reporter commented: disripancy note essure insertion date (B)(6) 2010 as per mr. Following the removal surgery, plaintiff suffered a painful post-operative recovery.since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes ultrasound scan - on (B)(6) 2015: one essure had migrated out of her fallopian tube sonohysterogram: there are echogenic coils emenating from the left tube into the endometrium and located in the right fallopian tube indicative of essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, anxiety, dysuria, bladder pain, dyspareunia, pelvic pain, weight gain ,bloating, swelling of feet, hair loss , lower abdominal pain & abnormal uterine bleeding were added. Lot number added. Lab data updated. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. On (B)(6) 2018: medical record received. Historical conditions added. (Non significant ) processed with fu 01. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of essure coil had migrated out of her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, colitis, ibd, crohn's disease, metrorrhagia and ovarian cyst. Concurrent conditions included overweight, paraesthesia, abdominal discomfort, uti, urethral pain, nausea, vomiting, premenstrual dysphoric disorder and kidney stone. Concomitant products included ibuprofen for cramp in lower abdomen, oral contraceptive nos for heavy periods as well as eugynon (levonorgestrel w/ethinylestradiol) from 2013 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), rash ("rashes / rashes or skin conditions type: unexplained skin rashes"), urticaria ("hives / rashes or skin conditions type: unexplained hives"), fatigue ("fatigue"), feeling abnormal ("brain fog / neurological conditions or problems type:"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and peripheral swelling ("other injury(ies) or complication (s) please describe: severe swelling of feet"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced bladder pain ("bladder or urinary problems or changes: bladder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), arthralgia ("joint pain"), the first episode of alopecia ("hair loss"), the first episode of anxiety ("anxiety"), flank pain ("right flank pain"), procedural pain ("painful post-operative recovery"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("foot pain"), gait disturbance ("limping and difficulty walking/inability to walk in the morning"), asthenia ("I feel like I'm 90 sometimes") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, rash, urticaria, fatigue, feeling abnormal, flank pain, procedural pain and the last episode of anxiety was resolving, the arthralgia had not resolved, the vaginal haemorrhage, menorrhagia, dysuria, dyspareunia, pelvic pain, weight increased, abdominal distension, peripheral swelling, the last episode of alopecia, bladder pain and abdominal pain lower had resolved and the pain in extremity, gait disturbance, asthenia and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, asthenia, back pain, bladder pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, fibromyalgia, flank pain, gait disturbance, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, peripheral swelling, procedural pain, rash, urticaria, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of anxiety, the second episode of alopecia and the second episode of anxiety to be related to essure. The reporter commented: discrepancy note essure insertion date (B)(6) 2010 as per mr. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes ultrasound scan - on (B)(6) 2015: one essure had migrated out of her fallopian tube sonohysterogram: there are echogenic coils emanating from the left tube into the endometrium and located in the right fallopian tube indicative of essure coils. ¿concerning the injuries reported in this case, the following ones were also described in patients social media: pelvic pain, procedural pain, back pain, abdominal pain lower, pain in extremity, gait disturbance, arthralgia, abdominal distension , fatigue, flank pain, alopecia, menorrhagia and asthenia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of essure coil had migrated out of her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, colitis, ibd, crohn's disease, metrorrhagia and ovarian cyst. Concurrent conditions included overweight, paraesthesia, abdominal discomfort, uti, urethral pain, nausea, vomiting, premenstrual dysphoric disorder and kidney stone. Concomitant products included ibuprofen for cramp in lower abdomen, oral contraceptive nos for heavy periods as well as eugynon (levonorgestrel w/ethinylestradiol) from 2013 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), rash ("rashes / rashes or skin conditions type: unexplained skin rashes"), urticaria ("hives / rashes or skin conditions type: unexplained hives"), fatigue ("fatigue"), feeling abnormal ("brain fog / neurological conditions or problems type:"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and peripheral swelling ("other injury(ies) or complication (s) please describe: severe swelling of feet"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced dysuria ("bladder or urinary problems or changes: dysurea"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced bladder pain ("bladder or urinary problems or changes: bladder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), arthralgia ("joint pain"), the first episode of alopecia ("hair loss"), the first episode of anxiety ("anxiety"), flank pain ("right flank pain"), procedural pain ("painful post-operative recovery"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("foot pain"), gait disturbance ("limping and difficulty walking/inability to walk in the morning"), asthenia ("I feel like I'm 90 sometimes") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, rash, urticaria, fatigue, feeling abnormal, flank pain, procedural pain and the last episode of anxiety was resolving, the arthralgia had not resolved, the vaginal haemorrhage, menorrhagia, dysuria, dyspareunia, pelvic pain, weight increased, abdominal distension, peripheral swelling, the last episode of alopecia, bladder pain and abdominal pain lower had resolved and the pain in extremity, gait disturbance, asthenia and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, asthenia, back pain, bladder pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, fibromyalgia, flank pain, gait disturbance, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, peripheral swelling, procedural pain, rash, urticaria, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of anxiety, the second episode of alopecia and the second episode of anxiety to be related to essure. The reporter commented: disripancy note essure insertion date (B)(6) 2010 as per mr. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes ultrasound scan - on (B)(6) 2015: one essure had migrated out of her fallopian tube sonohysterogram: there are echogenic coils emenating from the left tube into the endometrium and located in the right fallopian tube indicative of essure coils. ¿concerning the injuries reported in this case, the following ones were also described in patients social media: pelvic pain, procedural pain, back pain, abdominal pain lower, pain in extremity, gait disturbance, arthralgia, abdominal distension , fatigue, flank pain, alopecia, menorrhagia and asthenia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: per social media following event: I feel like I'm 90 sometimes, limping and difficulty walking/inability to walk in the morning, fibromyalgia and foot pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of essure coil had migrated out of her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), arthralgia ("joint pain"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety"), feeling abnormal ("brain fog"), flank pain ("right flank pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, arthralgia, rash, urticaria, alopecia, fatigue, anxiety, feeling abnormal, flank pain and procedural pain was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, flank pain, genital haemorrhage, procedural pain, rash and urticaria to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery.since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of plaintiff's fallopian tubes. Ultrasound scan - on (B)(6) 2015: one essure had migrated out of her fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.